Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) could not be confirmed. The submitted CT image captured a cross-sectional view down through the outflow graft within the reported gore-tex ring. Narrowing of the graft or the presence of eogo was unable to be confirmed via the submitted image. The submitted controller event and periodic log files collectively contained events from 17apr2024 through 28apr2024. Intermittent low flow hazard alarms were captured on 26apr2024 and 28apr2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. Flow was noted to trend downwards over time. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having continuous low flow alarms. Log files captured low flow events on (B)(6) 2024. Some of the low flow events were not sustained for long enough to active the audible alarm. A computed tomography (CT) scan was performed on (B)(6) 2024 that confirmed extrinsic outflow graft obstruction (eogo) under the goretex ring near the outflow graft anastomosis. The patient was asymptomatic. The patient was taken to the catheterization lab on (B)(6) 2024 for an outflow graft stent placement. Flows prior to the stent were 2.1-2.4. After stenting the flows were 3.8-4.0. The speed was 5300 rpm, pulsatility index (pi) was 3.6, and power was 3.9 w.